Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that patient faced infusion set fell off during use on 1-may-2024. The infusion set was in use for 2 days and it fell off when patient was doing physical activity or while sweating, swimming, or taking a bath. Patient resolved the event by replacing infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).